Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the pump will no longer turn on. Tandem technical support attempted to review pump data; however, pump data was incomplete. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for continued insulin therapy.